Event description:
Pli10/20: according to the reporter, during a procedure, at the beginning of the procedure, two reloads did not articulate. Another device was replaced to resolve the issue. There was no patient injury. Pli30/40: according to the reporter, during the beginningof a procedure, the two devices presented a defect in opening and closing. A new device was used without any issues. No patient complications have been reported as a result of this event. Pli20: medtronic's initial evaluation of the incident device found that the device was used on a thick tissue.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that staples were protruding from the proximal end of the staple cartridge channel. It was reported that during a procedure, at the beginning of the procedure, two reloads did not articulate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: that the device pre-fired. There was a visible gap between I-beam and the sled while the interlock was engaged. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle has been partially compressed and released after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#p2f0436); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#31300277x); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#42050209x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, at the beginning of the procedure, two reloads did not articulate. Another device was replaced to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device was used on a thick tissue.